Manufacturer narrative:
Unchecked box for death.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 400 mg/dl at its highest) and boluses via the pump were delivered to address the bg level. The customer did not know the cause of the high bg. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.